Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2011, pre-operative CT imaging identified a bovine arch and a 50mm thoracic aortic fusiform aneurysm. It was reported, that on (B)(6) 2011, a left common carotid-left subclavian artery transposition and left subclavian artery coil embolization were performed. On (B)(6) 2011, the patient underwent treatment of the thoracic aortic aneurysm with conformable gore® tag® thoracic endoprostheses. It was reported the left subclavian artery was intentionally covered during the implant procedure. No significant blood loss was reported and a transfusion was not required. The procedure concluded with no deployment issues being reported. Final angiography confirmed exclusion of the aneurysm and the patient tolerated the procedure. On (B)(6) 2015, follow-up imaging identified a distal enlarged thoracic aneurysm (amount unknown). It was reported disease progression caused distal landing zone failure (loss of wall apposition) resulting in the distal type I endoleak and aneurysm enlargement. On (B)(6) 2015, an additional procedure was performed to treat the 5.2 cm descending thoracic aneurysm. Two conformable gore® tag® thoracic endoprostheses were implanted for distal extension. Final imaging showed resolution of the endoleak, and the patient tolerated the procedure.